Event description:
It was reported to philips that image storage failure occurred due to a disk issue on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the x-ray monoplane pc mdp, restored the software and database, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).